Event description:
Customer reported erroneous high test results were obtained when using the immage rheumatoid factor (rf) on the immage 800 immunochemistry system. The erroneous high test results were not reported out of the laboratory . Quality control was within range before and after the event. There were no reports of death, serious injury or affect to patient management associated with this event.

Manufacturer narrative:
This issue is currently under investigation.